Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient¿s nurse thought their lead had moved. It was reported the patient¿s left lead for their occipital area was off.

Event description:
It was reported when the implantable neurostimulator (ins) was turned on one week ago, they discovered a possible issue with the leads. It was noted ¿the left cord was not working right, but the right cord was working perfectly.¿ it was noted stimulation was working correctly on the right side, but the left side was not working. It was reported the patient had an appointment to see the nurse practitioner the morning of current report at 1130. It was noted, the manufacturer representatives would be there. Additional information received reported the manufacturer representative saw the patient last week. It was noted the patient had an occipital implant and the left lead was pinching her when it was turned on. The patient was reprogrammed and happy. Additional information received reported the patient was still having concerns regarding her device or therapy but was working with the physician or manufacturer representative. The patient reportedly had an appointment scheduled for 2014 (B)(6), and 2014 (B)(6) due to ¿second surgery post-op problem.¿ additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.